Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator has only been charging half way after 6 hours of charging. They stated their recharger will shut off and display the reposition antenna message. The patient noted that they are able to get 8 coupling bars, and usually holds the antenna in place. They mentioned their battery charge was empty when they started charging. The patient was advised to try another charging session on the day of the report, and to follow up with their healthcare provider for further troubleshooting if the battery does not go past 50% charge. No patient symptoms were reported. The patient was implanted for radiculopathy and spinal pain.

Manufacturer narrative:
(B)(4) added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the issue of the implantable neurostimulator (ins) only charging halfway resolved. It was reported that it charged halfway, the patient waited a day, tried to charge again, and it charged to full. It was reported that the charging unit was also fully charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.